Event description:
A report was received that the patient¿s pocket site was not closing properly and the patient had developed an infection. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics and underwent a revision procedure wherein the entire system was replaced with a new one and the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.